Event description:
Surgeon was tightening a screw during a pelvic fracture case and the tip of the screwdriver broke off inside the screw head. Surgeon could not remove the tip from the screw head and it remains implanted in the pt.

Manufacturer narrative:
Additional info has been requested. (B)(6). Subject device is an instrument and is neither implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.